Event description:
Dealer states both the drive wheels and the rear casters are completely bald. Chair was delivered on (B)(6) 2014. Dealer states the user lives in a facility with laminate floors, and he takes public transportation to school/work. He does live on an incline that is about 30-50 yards long and that is a paved sidewalk/road. He said the chair otherwise is in great condition. He said he is not sure if this is a bad batch of tires, but he wants to return them so they can be looked at. No injury reported, no other info.